Event description:
(B)(4). Event occurred in (B)(6). The patient reported that infusion set tubing came off from the quick release while sleeping. The patient changed the set. The site location was at the stomach and the infusion was in use for two days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.